Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. Troubleshooting was performed, and the programming was correct. However, the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.